Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt effects and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond when pressed. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing. A review of the device history at the service center indicated touchscreen fail errors. Add'l testing found corrosion due to fluid ingress on the bottom of the touchscreen which was the probable cause of the customer's reported non responsive touchscreen. Although the device passed testing, this device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.